Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 26mm series ii liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon described poly wear and instability.

Manufacturer narrative:
An event regarding instability involving an unknown hip liner was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Surgeon described poly wear and instability.